Event description:
It was reported that the lcd screen of system controller was discolored but all self-test functions were normal. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported events of the system controller¿s screen being discolored, and a backup battery fault alarm were both confirmed via the controller¿s testing and the provided log file respectively. Log file data from the reported event dates of 25apr2024 and 01may2024 were reviewed, and the pump operated at intended speeds while connected to the driveline. A transient backup battery fault alarm was observed on 25apr2024. The alarm cleared within the same second of activation, and no other notable events were observed. The returned system controller (serial number (B)(6)) was functionally tested, and the controller¿s screen was observed to be discolored. The controller operated a mock loop as intended despite the discoloration. The controller was opened, and fluid ingress was observed within and around the controller¿s screen. Fluid ingress was also observed throughout the controller, affecting its main printed circuit board (pcb) and other connections, including the power cables. The root cause of the screen¿s discoloration was determined to be fluid ingress within the controller; however, the root cause of the fluid ingress was unable to be determined. The root cause of the observed transient backup battery fault alarm was unable to be determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with backup battery fault conditions. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log fiel analysis revealed a backup battery fault that self-corrected and required no action.